Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) at power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem of 'system error 345' was not reproduced. Evaluation found the upstream thermistor and the downstream thermistor within specification. A review of the event history log (ehl) revealed system error 345 messages. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.